Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Please note: four (4) patients were affected; therefore, a separate FDA form 3500a has been generated to address the other cases three (3) reported under patient identifier#s: (B)(6). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that there is an with the new flexiseal control not staying inflated inside the patient thus causing an issue fecal material leakage out around the product. Additional information received on (B)(6) 2014 reports that complainant advised water would not go into balloon proportionally as it indicated on the syringe as if it were overinflated.